Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their previous implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient reported the healthcare provider (hcp) repositioned their ins because the location, "wasn't quite working" for the patient and they were having a lot of trouble. Patient experienced pain because they think it was implanted "close to a nerve." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.